Manufacturer narrative:
H4: the lot was manufactured between august 9, 2023 ¿ august 10, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 250 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.